Event description:
It was reported that the device's on-set feature resulted in detection and therapy being withheld for the patient's ventricular tachycardia (vt). Reprogramming was done to turn off the device's on-set feature. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-58 lead, implanted: (B)(6) 2014. (B)(4).